Event description:
It was reported that the user contacted support regarding changing cgm targets on the ilet following a healthcare provider recommendation due to elevated glucose fluctuations, and subsequently experienced hyperglycemia after treating a prior low with approximately three glucose tablets; capillary or cgm readings reported included 183 mg/dl increasing to 194 mg/dl, then trending down to 191 mg/dl. Symptoms included hyperglycemia. Outcomes included no alarms, no alerts, no reported medical intervention, and no hospitalization. Investigation included remote troubleshooting, data synchronization, and infusion set/tubing function check, during which drops were observed from tubing, and education was provided. Investigation of this case revealed no device malfunction or alarm behavior and suggested the observed hyperglycemia was consistent with carbohydrate intake for hypoglycemia treatment, with tubing patency confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.